Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.